Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one staple was visibly jammed in the e-piece and 8 tacks remained in the dlu. Good and complete welds were observed on both sides of the e-piece. The staple was removed from the jaws and the instrument was fired on the test media. The handle actuated and the first staple jammed in the e-piece. This staple was removed and when fired again, another staple jammed in the e-piece. Engineering noted that the staple track was damaged on both sides and the staples did not form properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported and observed conditions may be due to improper cycling of the instrument by the end user. When the staples are not pre-positioned in the staple track per the instructions for use this results in staples jamming and malforming. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the device was difficult/ unable to close and did not fire. They opened a new product to resolve the issue and complete the case. The patient is alive with no injury.